Event description:
The customer reported being hospitalized for low blood glucose of 20 to 30 mg/dl. The customer stated that he went for dinner and he thought that he bolused correctly. The customer have worked part of the day and he also was swimming. The customer stated that his glucose level was fine before bedtime. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.